Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: clarify the event- did the suture break? Or did the needle separate from the suture thread? The needle separated from the suture thread. How was case completed? Unknown any adverse patient consequences? If yes, what medical/surgical intervention was provided. Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was performed for the suture site, but after the needle was opened, the needle was inserted in the aorta and the thread was cut off. The needle separated from the suture thread. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.